Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a broken locking nut. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the locking nut was broken on the trunk cable connector. As a result, the electrode belt would not attach securely to a test monitor. The root cause for the broken locking nut could not be positively identified but was likely excessive force. No adverse event occurred due to the broken locking nut. The last patient to use this electrode belt did not report any problems.